Event description:
A report was received that the patient was feeling a shocking sensation in the back of her head. The patient has an occipital implant. The patient reported feeling a heating sensation at her ipg site when she is charging. The patient's database analysis did not show any signs of premature battery depletion. The patient met with the bsn field clinical engineer (fce) who did not observe any impedance issues with the leads nor any anomalies in the ipg charging history. The bsn fce confirmed that the patient's second lead was causing the patient scalp pain by applying low energy pulses. The bsn fce confirmed that there were no electrical conductivity issues. The patient was referred to a physician for an occipital revision consultation.